Event description:
It was reported that bd maxzero needleless connector sprayed blood. The following information was provided by the initial reporter: on (B)(6) 2025, xxxxx reported that the max zero connector (mz1000-07) caused blood to spray on a clinician causing blood exposure.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, il was used as the state.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mz1000-07 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.